Manufacturer narrative:
The customer technical advocate (cta) asked the abbott sales representative to visit the customer site and clean the wash zone 2 probe and surrounding area. After this procedure was performed, the customer had no further issues with elevated initial test results. Subsequent instrument operations and test results were acceptable. This issue is referenced in the architect system operations manual (i2000, i2000sr, c8000, ci8200, c16000, ci16200) ln 96211-107 section 3, page 3-43. Principles of operation section describes the function of the wash zone 2. "At positions 87 - 90, the wash zone 2 manifold washes the reaction mixture in the rv, and then removes unbound materials." If unbound material is not washed away properly, more unbound material will be present, raising the observed value. Section 9, page 9-71, service and maintenance, describes the procedure for washing the wash zones. The "2151 prime wash zones: perform this as-needed maintenance procedure to prime the wash zones by dispensing 100 ul wash buffer into three rvs in both wash zone 1 and wash zone 2". The investigation demonstrated that the architect i2000 system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one patient sample generated an initial architect i2000 insulin assay (lot 54020lp15) result of 142 uu/l. The sample retested (twice) at 4.4 uu/l. No suspect results were reported from the lab. There is no impact to patient management reported.